Manufacturer narrative:
Correction d4 model number and catalog number fields. Investigation summary: with the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not yet been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high out of range is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this shock impedance high out of range has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. The model and serial number of the electrode is not yet available, further information was requested. Additional information was provided. It was mentioned the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. The model and serial number of the electrode is not yet available, further information was requested. Additional information was provided. It was mentioned the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction d4 model number and catalog number fields. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. The model and serial number of the electrode is not yet available, further information was requested. The s-ICD system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. The model and serial number of the electrode is not yet available, further information was requested. Additional information was provided. It was mentioned the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction d4 model number and catalog number fields. Investigation summary: with the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not yet been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of shock impedance high out of range is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this shock impedance high out of range has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed multiple error messages upon device interrogation after the patient was resuscitated for approximately 40 minutes. The health care professional (hcp) also reported a shock impedance greater than 400 ohms, which is high out of range. Technical services (ts) reviewed the event and recommended replacement of both the device and electrode as damage to the system during resuscitation is theoretically possible. The model and serial number of the electrode is not yet available, further information was requested. Additional information was provided. It was mentioned the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.